Event description:
Event description cpi received information that this endotak lead was removed from service due to a < 10 ohms impedance indicator. Upon inspection, an insulation break was noted inferior to the proximal coil. The device and rate sense lead were electively removed at the procedure as well.